Manufacturer narrative:
The customer contacted a siemens customer care center. The ccc specialist reviewed the adjustment data and determined that the counts per second for the low adjustor was high. Additionally, the percent coefficient of variation was also high. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse checked the fluid system and optical system and found that the dispense angles were misaligned. The cse cleaned and adjusted the probes to resolve the issue. The cse ran patient samples and the results were acceptable. The customer performed precision run, which was acceptable. The cause of the discordant, falsely elevated ipth result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 instrument. The initial result was reported to the physician(s), who questioned it as the initial result did not match the clinical picture of the patient. The sample was repeated on an alternate platform and on the same instrument, resulting lower. A new sample was obtained from the patient and was tested on the same instrument, also resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ipth result.

Manufacturer narrative:
The initial MDR 2247117-2017-00060 was filed on may 24, 2017. Additional information (07/05/2017): the customer did not obtain additional discordant results since the service visit. Quality controls and adjustments were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the service report. The instrument files were not available for review. Based on the service report, the hsc specialist could not determine the cause of the discordant result. The hsc specialist concluded that pre-analytical sample variables should not be ruled out as a contributing factor for the discordant result based on the isolated nature of the event.